Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they have always had problems with their device, 7 years ago. The return of symptoms is not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported typically after having a reprogramming session, after a day, the shaking returns. The patient said that the reprogramming session day before yesterday, the shaking returned. The patient wanted to decrease the setting, however, they were unable to decrease the ins on the right side. The patient programmer showed the stim was on. The patient received a lower limit screen when attempting to adjust. There was a sudden change in symptoms. No further complications were reported as a result of this event.